Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The additional information was reported by the user facility, that the piece of broken bur did not enter the surgical site and that there was no report of harm to anyone. It was also reported that a backup device was used to successfully complete the surgical procedure.

Manufacturer narrative:
During the device evaluation, it was confirmed that a bur had broken inside the attachment. The bur breaking could potentially have been caused by a number of factors including user applied side loading, bur exposure, running speed as well as attachment and drill conditions. The attachment is not a repairable device and will therefore not be returned to the user facility.

Event description:
It was reported that during a surgical procedure at the user facility, a bur broke in the attachment. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that during a surgical procedure at the user facility, a bur broke in the attachment. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were alleged with this event. The additional information was reported by the user facility, that the piece of broken bur did not enter the surgical site and that there was no report of harm to anyone. It was also reported that a backup device was used to successfully complete the surgical procedure.

Event description:
It was reported that during a surgical procedure at the user facility, a bur broke in the attachment. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were alleged with this event. The additional information was reported by the user facility, that the piece of broken bur did not enter the surgical site and that there was no report of harm to anyone. It was also reported that a backup device was used to successfully complete the surgical procedure.